Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high". Reportedly, the customer consumed a large breakfast. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.